Event description:
Boston scientific crm received information the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode. It was unknown whether the device was involved in the episode.

Manufacturer narrative:
Attempts to retrieve additional information have been unsuccessful. At this time there is no additional information available. If additional information becomes available the event will be updated. Additional information was received that this device was electively explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.